Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the right upper lobe tissue in a laparoscopic lobectomy, the handle of the device cannot be squeezed. To resolve the issue, a new device was used. There was no patient injury.